Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: user error: initial implant malpositioning.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2020 where two implants were installed. The patient's si joint pain resolved for four months before complaining of radicular pain symptoms. The surgeon determined that the inferior positioned implant was malpositioned anteriorly and impinging on the neuroforamen. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the inferior positioned implant using osteotomes as it was solidly fixed in bone. The explant void was filled with floseal. He then installed a new implant of the same type and size in a more optimal position. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.